Event description:
It was reported that the day after implant it was suspected the atrial lead had dislodged. Unable to get a sensing value at several different starting values. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.